Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose was 45 mg/dl. The customer stated that the bad sensor alert occurred after 2nd consecutive calibration error. The customer was advised the timing of calibrations leading to alert and calibration protocol. The customer was advised to remove and change out the sensor. The customer was advised that we will ship 2 enlite sensor and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance, sensor passed per specifications and performed bicarbonate buffer test; sensor passed with accurate readings.